Event description:
The implant surgeon reported to our sales rep that while performing a surgery procedure it was observed that the reported device was bent.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.